Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the 5.0mmx200mmx135cm armada 35 balloon dilatation catheter (bdc) could not be inflated due to a balloon rupture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.